Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Additional testing revealed contamination under the contrast keypad button contact. All of the keypad buttons responded properly to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and contamination under a keypad button contact. This report is made based on results of investigation completed on (B)(4) 2015.